Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported that the patient's greater trochanter was broken from a prior operation and the hip had become unstable and dislocated. Surgeon elected to place a constrained liner. Doi: (B)(6) 2022. Dor: (B)(6) 2022. Affected side: unknown hip.